Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: investigation findings: 213.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. A xtw (lot; 40730r1046) was chosen for implantation. The clip was placed successfully a2/p2, reducing mr to grade 2. A second xt (lot: 40603r1055) was then chosen for implantation lateral to the first clip. After grasping and closing of the clip the mr was reduced from grade 2 to grade 1. It was decided to deploy the clip. After deployment mr increased. The posterior leaflet was observed to have perforated. The procedure ended with no further intervention with mr reduced to grade 2. There was no clinically significant delay. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) of the xt and the clip was no longer attached to the posterior leaflet. Mr was increased to grade 3. On (B)(6) 2026, a patient presented for the additional procedure, an mitraclip xt was implanted between previously placed mitraclip xtw and mitraclip xt.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. A xtw (lot; 40730r1046) was chosen for implantation. The clip was placed successfully a2/p2, reducing mr to grade 2. A second xt (lot: 40603r1055) was then chosen for implantation lateral to the first clip. After grasping and closing of the clip the mr was reduced from grade 2 to grade 1. It was decided to deploy the clip. After deployment mr increased. The posterior leaflet was observed to have perforated. The procedure ended with no further intervention with mr reduced to grade 2. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.